Manufacturer narrative:
The reported complaint of the autopulse platform (serial #: (B)(4)) displayed user advisory - "(ua) 07" (discrepancy between load 1 and load 2 too large) error message was confirmed during functional testing and based on the review of the archive data. The root cause of the ua07 advisory message was the defective load cell 1. The broken covers and the defective load cell were likely attributed to mishandling such as a drop. During visual inspection, the top cover and front enclosure were observed cracked, unrelated to the reported complaint. The observed physical damages appeared to the characteristics of harsh impact due to user mishandling. The top cover and front enclosure were replaced to address the issues. A review of the archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) advisory messages; thus, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform; thus, confirming the reported complaint. Load cell characterization test was performed and verified that load cell 1 was over-reported (defective), and it was replaced to remedy the fault. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Load cell characterization test was performed and confirmed both cell modules were functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was one similar complaint reported for autopulse platform with serial number (B)(4). Ccr 39655 reported on (B)(6) 2018. Due to a defective load cell.

Event description:
During shift check, customer reported that the autopulse platform (serial #: (B)(4)) displayed user advisory - "(ua) 07" (discrepancy between load 1 and load 2 too large) error message. No patient involvement.